Manufacturer narrative:
Retainer = black. On (B)(6) 2021 the customer alleged the insulin pump will not turn on after battery change and there is a crack on the battery compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, case cracked at the battery compartment and cracked battery tube threads. Device powered up properly after battery installation. No blank display or vibrate alarm noted. Device passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thump. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. Device was monitored and no blank display, unexpected power/battery alerts, or vibrate alarms noted during testing. A review of the downloaded history files show there was one (1) change battery fault (replace battery alert) on (B)(6) 2021 at 23:09, five (5) battery removed on (B)(6) 2021 between 23:14 and 23:18, four (4) failed battery test (battery failed) 9 on (B)(6) 2021 between 23:16 and 23:17, one (1) low battery alert (B)(6) 2021 at 22:18, and one (1) battery out limit (power loss) alarms on (B)(6) 2021 at 23:19. The pump was cut open for visual inspection. No damage or moisture damage on the motor or force sensor noted however, moisture damage was found on pcba 1 and pcba 2 during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. Customer complaint of the pump will not turn on (blank display) after battery change is not confirmed. Cosmetic damage (crack on the battery compartment) is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on and just vibrating. The customer stated that they noticed a crack on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.